Event description:
Customer reported one sars-cov-2 tma run, (B)(6), using assay lot 291909 on panther instrument sn (B)(4) which had three discrepant samples. The samples were initially positive, but all three samples resulted negative in the wl in question, as well as on a luminex platform. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted two samples were repeated from the same slt, whereas the remaining sample was re-aliquoted prior to retest. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; based on the samples' rlu values, it was possible the samples were contaminated or low-target. Hologic field applications specialist (fas) spoke with customer, discussed interpreting low rlu value positives, and recommended against retesting these samples as low rlu values do not necessarily mean "false positive." No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.